Event description:
It was reported that during a da vinci-assisted transhiatal esophagectomy non-transthoracic surgical procedure, the vessel sealer extend instrument movement reaction allegedly slowed down from the middle. Use of the instrument was discontinued. The procedure was continued using a backup instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the clinical sales representative (csr) clarified that "the reaction slowed down from the middle" indicated that there was a time lag after the control to hand control. There was no physical damage or anything out of the ordinary. The csr noted that at the time of the reported event, the instrument was being controlled and there was no vessel sealing or cutting happening. There was no system fault observed.

Manufacturer narrative:
Based on the claim against the product, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and failed the functional test. The vse instrument was placed and driven on an in-house system and passed the recognition and engagement test. The vse instrument exhibited unintuitive motion and failed to move intuitively with full range of motion in all directions on several attempts. The vse instrument grips opened and closed properly. The vse instrument was not fully functional and did not follow the master tool manipulator (mtm) arm commands smoothly. Additionally, the vse instrument was found to have a damaged main tube. The instrument main tube metal tabs were found to be dislodged from the slots at the distal end which resulted to failed intuitive motion. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.